Manufacturer narrative:
The information documented by the assigned leica field applications specialist ll-core histology (fas) on (B)(6) 2022 detailed that a use error had occurred, in which the reagent in bottle 10 (designated as ethanol) had been replaced with formalin in error. Manufacturer investigation showed that this use error occurred at 07:53am on (B)(6) 2022. The final dehydration step of a tissue processing protocol executed using a tissue processor from the peloris product family configured for xylene processing, requires the use of ethanol with a minimum concentration of 98%. Formalin is not suitable for use as a dehydrant. The consequences of using formalin for the final dehydration step in a processing protocol is contamination of the reagents used in subsequent processing steps, ultimately resulting in the sub-optimal processing of patient tissue samples. The use of the reagent from bottle 10, which had been filled with formalin rather than ethanol in error, would have caused re-introduction of water into the patient tissue samples, which cannot be displaced in subsequent processing steps, and contamination of reagents used in the subsequent processing steps from the first processing protocol in which it was used until all contamination was removed. The information available shows that the reagent from bottle 10, which had been filled with formalin in error, was used for the first time in the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 14:44 on (B)(6) 2022. This reagent was also subsequently used for the final dehydration step of the "factory 4hr xylene" protocol started in retort b at 08:42 on 20 january 2022, which was the protocol used to re-process that patient tissue samples from the "factory 8hr xylene standard" protocol started in retort b at 14:44 on (B)(6) 2022. Investigation of this complaint found that the instrument functioned as designed during execution of the two (2) processing runs from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 07:53am on (B)(6) 2022 during replacement of the reagent in bottle 10, in which a user replaced the reagent in this bottle with formalin rather than ethanol, in error.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "underprocessed specimens on 8 hr protocol, and then reprocessed on 4 hr protocol, 2 processing runs affected, mixed specimens: bx + surgicals, retort b, no errors". On 20 january 2022, the assigned leica field applications specialist ll-core histology (fas) documented the following information in relation to the circumstances involved in this event: "user error. After checking the concentration using a hydrometer, the wrong reagent was in bottle #10, customer have [sic] put formalin instead of ethanol". The fas also documented the tissue artefact in the affected patient tissue samples as "underprocessed (sic) tissue, after reprocessing, doesn't look any different and is still underprocessed", the tissue types of the affected patient samples were "mix (small gi, skin, nail, big sample as well), the sizes of the affected patient tissue samples were "mix (small and big)" and the affected patient tissue samples had been re-processed on a "4h run" using an unspecified tissue processor. On 24 january 2022, leica biosystems melbourne received information that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.